Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician who performed the tavr that: "the patient died over the weekend she developed a pseudo aneurysm in the right groin, same side closed with 18f manta. The patient had leg pain and swelling a few days after the procedure. Under imaging it was noted she developed this pa. She died over the past weekend." The same physician reviewed the post angiogram taken after the manta was deployed in the tavr and reported it to be a "clean deployment, no bleeding from site or vessel". Additional information received from the same physician: "the case was a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the common femoral artery. Measured depth for the manta was 4cm. There were no problems with sheath exchanges, heparin and protamine given in case, hemostasis <1 min. Deployment was per the IFU with no bleeding or obstruction on the 2 post angiograms taken. Approximately 2.5 days after tavr case (thursday), the patient had a small drop in hemoglobin, a small hematoma noted to right groin. A scan was performed and showed a pseudo aneurysm. No treatment was performed." As per the physician the cause of death is unknown at this time. Additional information has been requested from the hospital. An investigation has been opened and a follow up report will be submitted after investigation.

Manufacturer narrative:
Qn#(B)(4). Correction to UDI was updated from (B)(4) to include the full UDI. No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73a2400442 manta 18f indicated no issues or reworks issues related, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. The formation of a pseudoaneurysm does not signify a device failure and there is no evidence, nor even a report, of a manta closure device failure based on the investigation and the information received to date. Teleflex will continue to monitor and investigate any similar events. Other remarks: complainant address: (B)(6). Hospital dr.(B)(6). (B)(6) hospital dr (B)(6).

Event description:
It was reported by the physician who performed the tavr that: "the patient died over the weekend she developed a pseudo aneurysm in the right groin, same side closed with 18f manta. The patient had leg pain and swelling a few days after the procedure. Under imaging it was noted she developed this pa. She died over the past weekend." The same physician reviewed the post angiogram taken after the manta was deployed in the tavr and reported it to be a "clean deployment, no bleeding from site or vessel". Additional information received from the same physician: "the case was a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the common femoral artery. Measured depth for the manta was 4cm. There were no problems with sheath exchanges, heparin and protamine given in case, hemostasis <1 min. Deployment was per the IFU with no bleeding or obstruction on the 2 post angiograms taken. Approximately 2.5 days after tavr case (thursday), the patient had a small drop in hemoglobin, a small hematoma noted to right groin. A scan was performed and showed a pseudo aneurysm. No treatment was performed." As per the physician the cause of death is unknown at this time. Additional information has been requested from the hospital. An investigation has been opened and a follow up report will be submitted after investigation.